Event description:
It was reported that the device was explanted. The reason and the event date are unknown. Reportedly, the device was implanted in 2008. No further details were provided.

Manufacturer narrative:
The device was not returned for evaluation.